Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s friend/family member reported a poor communication screen on the patient programmer. The patient was recently implanted and had bandages/swelling. The patient¿s friend/family member was able to connect the remote and decrease stimulation which had resolved the issue. The patient had 3 accidents the night prior to the day of the report. The patient¿s friend/family member had turned the device off because they thought it was too high.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, product type programmer, patient.

Event description:
Additional information reported that patient had the stimulator implanted on (B)(6) 2016 with the setting of 2.00 which we later reduce to 1.20. The accidents were the result of high stimulation and following surgery. The problem for the phone call that was made was due to the fact that they could not get the programmer to respond to the detachable antenna. The operator on the phone asked if the battery location was still bandaged (which was true) so when the bandage was removed, then the antenna worked just fine- so problem was solved while still on the phone. This was maybe about 3 days after the surgery- (B)(6) 2016. The stimulator was performing well and no more accidents. The reason for installing the stimulator was due to constant accident following surgery for intestinal blockage in (B)(6) 2016. Her small intestines were twisted in two places. She was doing well at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.